Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs indicating error c-34 high frequency (hf) voltage, validating that the problem occurred in the field. Visual inspection revealed dent on the left side of top cover. During testing, the erbe unit displayed error c-34, indicating that the hf voltage was too low in the on state. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) an issue with the monopolar energy, specifically a c-34 fault on the erbe. The logs confirmed the issue, and troubleshooting began with a power cycle of the erbe, which did not resolve the problem. It was verified that the erbe was plugged into an outlet shared with the vision side cart. To address potential electromagnetic interference, the user was advised to turn off a nearby esu, but the issue persisted. The tse advised the user to use the force triad generator to continue with the procedure. Procedure outcome is unknown at the time of the report.